Event description:
Stryker osteonics trident ceramic-on-ceramic hip replacement is squeaking and crunching. This model stryker is not on FDA recall list, and should be added with other stryker implants. Squeeks and crunches similar to recalled stryker devices. Requires revision surgery to replace ball cap and socket liner.